Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the catheter of a bd insyte¿ autoguard¿ bc shielded IV catheter was damaged. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: device/batch history record review: no. Reason: although the review of the dhrs review are required for MDR¿s per ms-qs-083, a review could not be performed as the lot number was not provided. Qn / sap database review: no. Reason: a search of the qn / sap database could not be done; no lot number was provided for this incident. The peura (end user risk analysis): yes reason: the peura is required for all MDR reportable investigations. Findings: rm5835 rev 12 version j was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis observations and testing: received one unused iag/bc 20ga unit from an unknown lot number. The unit consisted of the retracted needle/safety barrel assembly and catheter/adapter assembly and the needle cover. Visual/microscopic examination: white fm was present at the tip the catheter tubing. The fm was identified to be non-foreign (porous plug shavings); the porous plug shavings (non-foreign) exceeded 0.2 square millimeters measured per tappi dirt estimation chart. Investigation conclusion: root cause relationship of device to the reported incident: manufacturing comment: the fm observed on the tip of the catheter tubing was confirmed to be non-foreign (porous plug shavings) and to have resulted from manufacturing process.

Event description:
It was reported that the catheter of a bd insyte¿ autoguard¿ bc shielded IV catheter was damaged. There was no report of exposure, injury or medical intervention.